Event description:
It was reported that a power source alert was received and the pump battery could not be charged. Customer used multiple usb cables; however, they were not fitting in the charging port correctly. Customer's blood glucose was 262 mg/dl. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.